Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing that resulted in delivery of inappropriate shocks in more than a single episode. Technical services (ts) reviewed stored device data and noted small r-wave amplitude measurements. The field representative noted that all sensing vectors showed small r-wave amplitude measurements. Ts discussed programming options may not be available and discussed evaluating system placement. No adverse patient effects were reported. This device remains in service.